Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated, and the reported issue was confirmed as it was noted that the unit was not cooling due to a faulty mixing pump. Mixing pump was replaced. Device underwent pm. Replaced circulation pump, heater and drain ports. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not cool. This was discovered during set up and checks. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information in wo updated on (B)(6) 2023, the mixing pump and fill tube will be replaced. An electrical safety test will be performed. The system will be sanitized, functionality will be evaluated for compliance with manufacturing specifications. Root cause was faulty circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. This was discovered during set up and checks. Per review of wo on 13oct2023, there was no patient involvement. Per follow up information in wo updated on 19oct2023, the mixing pump and fill tube will be replaced. An electrical safety test will be performed. The system will be sanitized, functionality will be evaluated for compliance with manufacturing specifications. Root cause was faulty circulation pump.